Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Manufacturer narrative:
The suspect medical device will not be returning for engineering evaluation. A lot number was reported, and a review of the manufacturing history record is in progress.

Event description:
Med watch received mw5116899 - the account alleges that during a percutaneous transluminal interventional procedure, the tip of the 4f catheter tip detached during manipulations, resulting in a free-floating foreign body within the aortic bifurcation. A secondary access point was necessary to successfully externalize the foreign body with a vascular snare device liberating the vessel. No additional patient consequences to report.